Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that when removing the cap, the needle was found to be wet. The event occurred during priming. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. No causes or potential causes to the customer¿s reported problem were found during the DHR review. Visual and functional tests were performed. It is probable that this defect originated in the line phase of manufacturing where, for a temporary timing issue of the conveyor belt or lubricant spray station, an excessive amount of lubricant was deposited on the unit. Based on the investigation and on all the above considerations, no corrective action will be implemented at this moment due to it being an isolated incident.